Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a loss of connection occurred. The patient had activated a new transmitter on(B)(6) 2022 and started having signal loss alerts on (B)(6) 2022. She changed the sensor three times, deleted and reinstalled the app; however, the signal loss alerts continued. During the middle of the night, a signal loss occurred and when she woke at 6:00 am, her app and tandem pump displayed signal loss. Because of other chronic medical issues and the signal loss, the tandem pump did not provide insulin and her blood glucose increased. She started vomiting to the point where she was vomiting blood. An ambulance was called, and she was transported to the hospital where she was treated with insulin for diabetic ketoacidosis (dka). Information about the patient¿s blood glucose values, who called the ambulance, and how long she was hospitalized was not provided. At the time of the report, the patient was doing well. No product was provided for investigation. Data was provided for investigation. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device lost power. No additional patient or event information is available.